Event description:
Related manufacturer reference number: 1627487-2022-03876. Related manufacturer reference number: 1627487-2022-03877. It was reported the patient experienced a burning sensation at the ipg site and uncomfortable stimulation. As a result, the system was explanted in (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The reported event for discomfort at ipg implant site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient turned off the ipg in mid-2015 to 2016. The abbott rep determined the battery was dead in 2017. The ipg can was cut open and the top half of the can was removed. Inspection of the interior of the ipg did not reveal any anomalies. Inspection of the internal battery revealed it was in good condition and did not show signs of leaking. The ipg battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. Surface temperature testing was not performed on the ipg as the ipg case had to be cut open and the battery resuscitated due to the as-received ipg battery being depleted, which changed the device configuration. According to the review of protege IFU/dfu, arten100145316, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿